Event description:
A malfunction alarm occurred while the pump was being updated. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, which resolved the issue, and was advised to continue using the pump and report any recurring malfunction.